Event description:
Attorney's report of pt's alleged pain, adhesions, seroma, explant of the mesh and hospitalization due to defective mesh. In 2004 - pt underwent hernia repair procedure, during which a ck mesh was implanted. The next month - pt presented to the hospital with abdominal pain and fever. A CT scan was performed and the findings suggested an abscess involving the mesh and extending into the anterior abdominal wall cavity. The pt underwent CT guided percutaneous drainage of the abscess. Four days later - pt underwent surgery to explant the mesh due to mesh complications and the development of an abscess. Five days later - pt underwent additional surgery due to continued problems with the ck mesh and drainage of stool from his surgical wound. The physician notes wound draining stool, large enterocutaneous fistula involving and enterotomy in the small bowel, originating from a small bowel perforations, small bowel resection performed, segmental resection ventral herniorrhaphy, and the ventral hernia port closed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is retuned for evaluation or additional info becomes available.